Event description:
Was closing incision and hand tying sutures when suture needle stuck him in the left middle finger at the dip joint. Was due for a t-dfap, employee signed a declination form, did not want to receive this injection.